Event description:
Head of neoprobe disconnected from probe inside patient's chest cavity. It was determined that the rubber cover broke and the 14mm tip fell off the probe into the chest cavity. The tip (collimator) was retrieved by md. Follow up action: information was shared regarding the use of the neoprobe intraoperatively and the draping of the neoprobe. The company (ethicon) was contacted regarding the tip of the probe falling off. The company representative and service leader are working on steps to prevent this from happening again.